Manufacturer narrative:
Citation: masanori yamamoto et al. Development of an algorithm to optimize percutaneous coronary intervention through supra-annular self-expandable transcatheter heart valve. Jacc case rep. Mar 19;30(6 pt 1):102990. 2025. 10.1016/j.jaccas.2024.102990. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding optimization of percutaneous coronary intervention through supra-annular self-expandable transcatheter heart valve.  In one of two cases described by the authors, a patient with severe aortic stenosis and ischemia of the right coronary artery (rca) underwent transcatheter aortic valve replacement with planned coronary stent placement.  First, a medtronic 26-mm evolut fx bioprosthetic valve was successfully implanted in the aortic position.  Next, during the attempted coronary stent placement, a valve frame strut was noted as occluding the rca ostia.  A virtual reality simulation system was then used to visualize the ideal curve of the inner catheter for the successful rca access and stent placement.  No further information was provided pertaining to medtronic products.